Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a follow up with noted tricuspid valve regurgitation and worsening heart failure. The surgeon and heart failure team suspected that the right ventricular lead (6947-58) and left ventricular lead (1258t/86) that were implanted through the tricuspid valve may be the cause of the patient's condition. Both leads were explanted successfully and without complications on (B)(6) 2019. However, the patient's tricuspid valve regurgitation condition did not improve. The physician then implanted the right and left ventricular epicardial leads on the same day. The right ventricular epicardial lead was unable to pace and had a less than acceptable threshold due to the fat around the heart. The lead was then replaced with another model of epicardial lead and the procedure was completed successfully. The patient was noted to be in stable condition post procedure.